Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that fifteen months ago she had an intraocular lens (iol) implant procedure. Within the past month she has experienced double vision while driving, especially in the distance and has had to pull over and let someone else drive. This has happened three or four times in four weeks and is becoming more frequent. It is more prominent in the right eye. In a follow up, the consumer reported that she is working with her doctor and believes her symptoms are not related to her iol. She does not have information about the lens and does not want her surgeon contacted. She requested that she not be contacted for follow up.